Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Event description:
It was reported that the patient developed deep vein thrombosis in their left arm with pain and swelling after the implant procedure. The leads remain in use. No further patient complications have been reported as a result of this event.